Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported a display anomaly. The insulin pump lcd screen is on, but it¿s just lines and when she hits the buttons it only beeps. The customer did troubleshoot by inserting a new battery and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with missing segment and partial display, problem isolated to lcd board. We were unable to perform operating currents test, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button and keypad anomaly due to missing segment. No audio and beep anomaly was noted. The device had flattened act and down buttons dome switch. No unlocked lcd keypad connector noted during visual inspection. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.